Manufacturer narrative:
Conclusion: based on available information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but is not available for investigation as it has been discarded in the field. This is a final report.

Event description:
In situ measurements showed affected channels and the user's mother reported that his hearing performance with the device is affected. The user fell downstairs and banged his head on the right side. A gradual change in hearing was reported after the trauma occurred. Prior to the trauma the user was progressing well with the device. The user has been re-implanted. However, the device was exposed of and therefore not available for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels and the user's mother reported that his hearing performance with the device is affected. The user had fallen downstairs and banged his head on the right side.